Manufacturer narrative:
(B)(4). No parts were replaced in the ventilator therefore no parts are being returned for evaluation.

Event description:
The customer stated that this unit was alarming "vent inop" and "no cal data". The transducers were calibrated which resolved the issue. There was no patient involvement at the time of the incident.